Event description:
Device 2 of 3. Reference MFR report: 1627487-2011-03384, 03392. The patient received a scs system on (B)(6) 2011, including 2 leads (from the same lot) and 2 anchors (from the same lot). It was reported that the surgeon was removing the patient's system due to an infection along the tunneling track. The explanted product was discarded. Attempts to gather additional information have been unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.